Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose level was 123 mg/dl at the time of the incident. The customer stated that the sizes of the air bubbles are 0.3 cm. The customer stated that insulin was stored by room temperature. The customer stated that the pump was not rewound with a reservoir in place. The product was not returned for analysis.